Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
As reported: "the non-locking screw was inserted into the fracture site following direct drilling. However, upon turning the driver, a thin wire-like object emerged from the screw insertion site, necessitating its removal. As fixation of the fracture by the screw was confirmed, the screw was not removed and was implanted in the patient's body. Subsequently, plate fixation was performed using the standard technique. The thin wire-like object was discarded at the facility."